Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial lead was noted to be dislodged as there was no capture, low impedance, and sensing of r-waves. A revision was attempted before the lead was removed and not replaced. No patient complications have been reported as a result of this event.